Manufacturer narrative:
The actual device was returned, and pictures of the device were also provided. This product consists of two devices in one, including the reusable handle and replaceable tips. The detachable tips were specifically designed as removable to support use and removal once they become dull which is common for a device with a cutting feature. Through past testing, we identified that when additional forces are applied to the locking mechanism of the handle by excessively squeezing and twisting the handle during use of a dull blade or while cutting a large or dense bone, the bottom lock will yield. Symmetry chose to improve the safety of the product by increasing the thickness of the bottom locking mechanism that experiences the stress. This change was implemented in 2018. This improvement will not eliminate the possibility of this failure mode as it is a failure mode inherent to the design of the device. As a result, twisting and turning and excessive pressure are warned against during training and in the product IFU. The root cause is user error. If any additional relevant information is identified, it will be submitted in a supplemental report.

Manufacturer narrative:
The actual device has been returned for evaluation. The model number, lot number, and pictures of the device were also provided. The investigation is ongoing. Once we have completed the investigation, a supplemental report will be submitted with any additional relevant information.

Event description:
Complainant alleges "the customer had a piece of the lever break off during use. They were able to retrieve the piece with no harm to the patient. The piece broke off well into the procedure."